Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. The 510k number unknown as this is a custom defined product.

Event description:
As reported, in this vamp system the tubing was detached. There was some loss of blood but there was no allegation of patient injury. A new set was used and worked successfully. Unfortunately, the vamp system was not available for evaluation, as it was discarded by hospital.